Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing set separated at the lower fitment when the nurse was loading the tubing set into the device.